Manufacturer narrative:
Batch review performed on 23 april 2026 ball heads: mectacer 01.29.212 mectacer head biolox delta dia.40 12/14-s (k112115) lot: 2249120: (B)(4) items manufactured and released on 25-jan-2023. Expiration date: 2028-01-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.4048hct flat pe hc liner d 40/f (k122641) lot: 2302855: (B)(4) items manufactured and released on 28-march-2023. Expiration date: 2028-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 years 9 months after the primary, the patient came in presenting anterior instability and the cause is unknown. There were no indications of trauma. The surgeon revised the head and liner to a double mobility system with dm converter. The surgery was completed successfully.